Event description:
Registration completed successfully. Surgeon and cst checked instrument accessibility for both instrument holder and distance sensor. Inaccessibility was detected for most anterior trajectory, but not the most posterior trajectory. Only one inaccessible position displayed on screen. Surgeon chose to drive to most posterior trajectory in order to mark for sterile draping. When cst directed for rosa to move to position, error that position was inaccessible.

Manufacturer narrative:
It was reported that the device displayed only one inaccessible trajectory while after testing 2 of them appeared inaccessible. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs indicates that the 2 trajectories were displayed by the device as not accessible. Therefore the complaint is unconfirmed. There is no evidence of device malfunction.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Registration completed successfully. Surgeon and cst checked instrument accessibility for both instrument holder and distance sensor. Inaccessibility was detected for most anterior trajectory, but not the most posterior trajectory. Only one inaccessible position displayed on screen. Surgeon chose to drive to most posterior trajectory in order to mark for sterile draping. When cst directed for rosa to move to position, error that position was inaccessible.